Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Further information was requested.

Event description:
On (B)(6), 2009, this pt was implanted with a gore excluder aaa endoprosthesis iliac extender component. On (B)(6), 2011, an additional procedure was performed whereby a contralateral leg component was implanted. No sequela has been reported on this pt. Further information was requested.